Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reports that the system was locking up due to a "file system corrupted" error message. There is no report of pt injury or death.